Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported of a cartridge leaking insulin into the chamber during a supply change. The agent recommended letting chamber dry and then complete a new supply change. The patient confirmed. No blood glucose affected, and no symptoms experienced during event. No medical intervention required.